Event description:
It was reported the patient is no longer receiving stimulation. Diagnostics showed invalid impedance values for the lead. It was also reported the patient has stenosis which will be addressed by surgical intervention. During the procedure, the lead issue might be addressed. The patient is working with the physician to determine the next course of action regarding the stimulation issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.